Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer, patient was treated for testicular germ cell tumor with lymph node involvement. During placement of PICC line in the basilic vein, the guide slipped towards the inferior vena cava and could not be recovered. A procedure to retrieve the guide was programmed on the interventional imaging technical platform on the same day as the incident, using angiography, resulting in an unscheduled operation to remove the guidewire and re-insert a PICC line.